Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas, serial number: (B)(6), was not explanted for evaluation and no autopsy was performed. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025. The patient had complained of severe stomach pain and became unresponsive. The device parameters were within normal limits, and the outcome was not device or therapy related.